Event description:
The customer reported an intermittent communication failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, rtos, gpos, and ffb boards. System operates as intended. (B)(4).